Manufacturer narrative:
Pump was received with motor error alarm during rewind and motor position encoder error alarm confirmed in alarm history due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Unit had cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 124 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.